Manufacturer narrative:
Samples received: there are no samples of the batch available of the dafilon usp 4/0 suture affected. Analysis and results: the batches of dafilon usp 4/0 thread that this skin suture pack dafilon (batch 75625-p151217001) contains are the following: - code c0932205 and batch 615413 (dafilon blue 4/0 (1.5) 45cm ds19), - code c0932205 and batch 615414 (dafilon blue 4/0 (1.5) 45cm ds19), - code c0932132 and batch 615422 (dafilon blue 4/0 (1.5) 45cm ds16). There are no previous complaints of the these three possible batches. Manufactured (B)(4) units of the batch c0932205-615413, (B)(4) units of the batch c0932205-615414 and (B)(4) units of the batch c0932132-615422. There are no units in stock of the batches c0932205-615413, c0932205-615414 and 12 units in stock of the batch c0932132-615422, that have been requested for analysis. Tested the knot pull tensile strength of the samples received requested of stock of the batch c0932132-615422), and the results fulfil requirements. The 1.20 kgf in average and 1.17 kgf in minimum. Regarding the other two possible batches affected, without any closed sample we cannot carry out an analysis in order to make a decision. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample or information of the affected batch is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: analysis and results: the codes-batches of dafilon usp 4/0 thread that this skin suture pack dafilon (code-batch (B)(4)) contains are the following: code c0932205 and batch (B)(4) (dafilon blue 4/0 (1.5) 45cm ds19). Code c0932205 and batch (B)(4) (dafilon blue 4/0 (1.5) 45cm ds19). Code c0932132 and batch (B)(4) (dafilon blue 4/0 (1.5) 45cm ds16). There are no previous complaints of the these three possible codes-batches. Manufactured (B)(4) units of the code-batch c0932205-(B)(4), (B)(4) units of the code-batch c0932205-(B)(4) and (B)(4) units of the code-batch c0932132-(B)(4). There are no units in stock of the codes-batches c0932205-(B)(4) c0932205-(B)(4) and (B)(4) units in stock of the code-batch c0932132-(B)(4), that have been requested for analysis. Tested the knot pull tensile strength of the samples received requested of stock of the code-batch c0932132-(B)(4)), and the results fulfill the OEM requirements. Regarding the other two possible codes-batches affected, without any closed sample an analysis cannot be carried out in order to make a decision. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the thread broke during surgery.